Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the faradrive steerable sheath upn #m004pf21m402 batch #cl14874. The faradrive steerable sheath was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the faradrive steerable sheath was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive steerable sheath hazard analysis was completed and confirmed that the events of leak and visible air/bubbles were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion : bsc has assigned an investigation conclusion code of cause not established. It was reported that during a pulse field ablation procedure the hemostatic valve of the faradrive steerable sheath leaked fluid and air was visible in the sheath. As the faradrive steerable sheath was not returned for analysis the reported events of a leak and visible air/bubbles were unable to be confirmed.

Event description:
It was reported that a hemostatic valve leak and air in the device occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath and farawave catheter. The transeptal puncture was completed and the faradrive steerable sheath was introduced into the left atrium. The dilator of the faradrive steerable sheath was removed and the hemostatic valve began leaking fluid. The farawave catheter was inserted into the faradrive steerable sheath and air was observed in the sheath. The farawave catheter was removed from the faradrive steerable sheath and aspiration was performed to remove any introduced air. The faradrive steerable sheath was removed from the patient and the procedure was completed using a new sheath. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a hemostatic valve leak and air in the device occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath and farawave catheter. The transeptal puncture was completed and the faradrive steerable sheath was introduced into the left atrium. The dilator of the faradrive steerable sheath was removed and the hemostatic valve began leaking fluid. The farawave catheter was inserted into the faradrive steerable sheath and air was observed in the sheath. The farawave catheter was removed from the faradrive steerable sheath and aspiration was performed to remove any introduced air. The faradrive steerable sheath was removed from the patient and the procedure was completed using a new sheath. No patient complications were reported.